Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed I/o card. The device was evaluated upon receipt. Unit would not fill. A test I/o card was installed to allow the device to fill. The motor will not spin with power applied, and when left powered on causes the device to power down. The I/o circuit card power circuit feeding the circulation pump motor was found damaged as a result. Replaced I/o card. Screw securing the shell to the frame was stripped, causing the insert of the shell to rupture. Test circulation pump was installed to allow the device to fill. The motor will not spin with power applied, and when left powered on causes the device to power down. Ac card spade connector to the power inlet module was found blackened. Replaced outer shell with louvers, ac main voltage circuit card, circulation pump motor. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The instructions-for-use under baw2800261 rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was having issues with filling in an arctic sun device, they said the circulation pump, mixing pump, heater and drain valves were replaced but it was not filling, the circulation pump did not seem to be generating any vacuum. Per follow up information received on 24oct2024, it was reported that the sample received, and no patient involved at the time of the malfunction.